Event description:
Boston scientific received information from a field representative that during a discussion with a clinic, it was noted that several years prior a patient had expired after being sent home with tachy therapy errantly turned off by a magnet. The field representative did not know who manufactured the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.